Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided two photos for analysis. The first image shows a dilator with no clear signs of damage visible. The other image shows peel-away sheath with one tab and a portion of the sheath broken off while in use. The complaint of a damage dilator tip was not able to be confirmed by the photos. A device history record review was performed and a potential finding was identified; however, it was determined that the finding was not relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of a damaged dilator dip was not confirmed by visual inspection of the customer supplied photo. The images show a dilator with no clear signs of damage visible. Full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the tip of the dilator broke off, it also broke while tearing open the peel-away sheath halfway". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00034 and 9680794-2026-00035.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the tip of the dilator broke off, it also broke while tearing open the peel-away sheath halfway". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00034.